Event description:
The event involved a tego® connector where it was reported that the hemodialysis (hd) line was accessed and flushed with no problems; however, they were unable to flush post hd and when the tego was changed, it flushed well. The event occurred during use on patient. There was an unknown delay in therapy and no adverse event. This is the second of four occurrences. The customer provided the lot number/s 14081608/14087312 but they are not populating in ICU's records. When inquired, the customer stated that they cannot recall the tego lot number/s.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
A couple of photos were shared by customer, where a packages with tracking number and the involved tegos is shown. However, no physical damage or anomalies are shown. Five used. List #d1000, tego® connector were returned for evaluation. As received, an occlusion in the fluid path in the first of the 5 tegos was confirmed. However, once the samples were flushed a blood clot came out and no longer occlusion was observed. The samples were tested as per procedure and met the specifications, tegos were partial dissembled and no anomalies were found. The customer's complaint of no flow / can't prime can be confirmed. The probable cause was related to blood clot during use, since the user did not flush the sample after use. Additional information can be found in b5 and throughout section d. Corrected information can be found in d10, e3 - initial reporter occupation, g2 - report source and h6 health effect - impact code.

Event description:
Additional information was provided by the customer on 01jul2025 stating that the correct lot number of the device in question is 14021608.